Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reports patient injection with 1 cc juvéderm ultra¿ xc in the chin. The following month, patient developed redness in the injection area that is warm to the touch. No fever. Per hcp, it is a "probably a reaction or late onset nodule formation." 2 months later, patient treated with hyalanex two times, two cycles of minocycline, doxycyclin 100 mg bid, medrol dose pack, allergan 24h and pepcid daily. Symptoms are "better but still remains."

Event description:
Healthcare professional (hcp) reports patient injection with 1 cc juvéderm ultra¿ xc in the chin. The following month, patient developed redness in the injection area that is warm to the touch. No fever. Per hcp, it is a "probably a reaction or late onset nodule formation." 2 months later, patient treated with hyalanex two times, two cycles of minocycline, doxycyclin 100 mg bid, medrol dose pack, allergan 24h and pepcid daily. Symptoms are "better but still remains."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.